Event description:
It was reported that the home patient (hp) had a damaged patient line on the cassette, which was noticed during last fill on the homechoice (hc) device. The hp stated the cat bit through the patient line. The hp was connected. The technical service representative (tsr) told the caller to end the therapy and finish with manual supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns that "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. To reduce this risk do not perform dialysis in the same room as pets or animals." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.